Manufacturer narrative:
The IFU states in the limitations section: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. MDR 1219913-2021-00380 was filed for the repeat result obtained on (B)(6) 2021 on analyzer #2 MDR 1219913-2021-00381 was filed for the repeat result obtained on (B)(6) 2021 on analyzer #3

Event description:
A customer is questioning advia centaur xpt sars-cov-2 total (cov2t) non-reactive (negative) results obtained when testing different samples from one patient. The customer believes the non-reactive (negative) results to be discordant when compared to reactive results obtained using the advia centaur xpt scovg assay and an alternate test method. The initial non-reactive cov2t result was reported; it is unknown if the result was questioned by the physician. A corrected result was not provided. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR initial report on july 20, 2021. Additional information - 2021-08-03: siemens has concluded investigation for a customer observation of non-reactive (negative) advia centaur xpt sars-cov-2 total (cov2t) results from one patient compared to the reactive results obtained with scovg and another alternate method. Information regarding whether pcr testing was performed is not available. The vaccination status or other patient information is not available. The advia centaur cov2t and scovg assays may not always correlate. The scovg method measures igg antibodies and the cov2t method detects igg and igm antibodies. There is not an expectation that the cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. No product problem was identified. Customer is operational. No further action is needed. In section h6, investigation findings, and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2021-00380 supplemental 1 report was filed for the repeat result obtained on (B)(6) 2021 on analyzer #2. MDR 1219913-2021-00381 supplemental 1 report was filed for the repeat result obtained on (B)(6) 2021 on analyzer #3.